Event description:
The customer reported that prior to use on a patient, the iabp displayed "safety disk replacement due". The iabp was replaced and therapy was initiated. No patient injury was reported

Manufacturer narrative:
The company representative inspected and confirmed the complaint. The executive processor board (part number 0670-00-0070-e) was replaced. Replaced part was calibrated. Functional and safety test met specifications. Internal file: (B)(4).